Event description:
It was alleged by email report that the head section dropped during a surgery. It was also alleged that a deeper cut was delivered to the eye and the surgery was aborted. The reporter advised that the eye was sutured closed and the surgery will be rescheduled once the eye has healed. It was further reported that the staff have been unable to duplicate the alleged condition.

Manufacturer narrative:
Investigation is underway.